Event description:
Healthcare professional reported "the displacement of the prosthesis produced folds, and the friction at the folds caused the prosthesis to rupture (right side)" and "lump in her right breast when she was lying flat". Ultrasound confirmed "rupture". MRI confirmed "multiple folds".the device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "the displacement of the prosthesis produced folds, and the friction at the folds caused the prosthesis to rupture (right side)" and "lump in her right breast when she was lying flat". Ultrasound confirmed "rupture". MRI confirmed "multiple folds".the device has been explanted.

Manufacturer narrative:
Corrected data: awareness date was amended from 21 oct 2022 to 20 oct 2022.